Event description:
A hosp pharmacist reported that during surgery on three different pts, knives exhibited poor cutting performance. No pt identifiers were provided and no harm to any pt was reported.

Manufacturer narrative:
No samples were returned for eval; therefore, the condition of the product could not be verified. Because a sample was not returned, the root cause for the dull knife experienced by the customer cannot be determined. The complaint rate for the past year for dull/damaged/blunt knives was reviewed. No adverse trends in complaint rate have been observed. (B)(4).